Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. The service technician reviewed the diagnostic report and located error codes which are consistent with backup alarm failed, 35 v (voltage) supply failed and alarm light emitting diode (led) failed. The service technician replaced the power management (pm) board to resolve the reported issues.

Event description:
The customer reported device will not power on. The device is pending evaluation.